Event description:
In 2006, the lay user/pt contacted lifescan because he was concerned that his one touch ultra test strip confirmation windows were discolored out of the box. The med affairs spec (mas) spoke with the pt 4 days later to obtain info. The pt opened the one touch ultra test strips box 6 days later and noticed that some of the test strips confirmation windows were dark green and white. Since the pt was concerned with the test strips, the pt decided not to use the test strips. Later the same day before dinner, the pt was experiencing chest pains and low blood sugar symptoms (dizzy and light headed) so he had a diet soda. The pt did not test on his meter since he was concerned with the test strips but contacted the emergency svs. At an nk time, they arrived and tested the pt on an unk device, which read the day of the incident,the pt has not tested with the test strips. The pt reported that the test strips were not open past discard date, expiration date, nor stored improperly; however, the pt recalled that when he opened the test strip box he notice that there was not a test insert, which led him to believe that the box may have been previously opened. The customer care advocate originally documented that the pt mixes the test strips between different test strip vials, however, when the mas asked to confirm this info the pt clarified that he placed the discolored test strips in another bottle to keep them separate form the other test strips. This complaint is being reported because the pt was unable to test due to the damaged test strips, developed hypoglycemic symptoms, which eventually required the pt to admin self-care. The pt sought med attention after self-care; however, hte pt did not require additional med treatment. The meter, test strips, and control solution were replaced.